Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer was attempting to change their infusion set and has received a compromised force sensor system alarm on the insulin pump. Customer was advised to disconnect from the pump. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap appeared to be normal. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.